Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6), 2006, this pt was implanted with gore excluder endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, a CT scan revealed the aneurysm grew from 5.5 cm to 6.5 cm. The CT also revealed a distal type I endoleak. On (B)(6), 2011, two contralateral leg components were implanted to address the endoleak. The endoleak resolved and the pt tolerated the procedure.